Event description:
Device malfunction: unk. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. The following events were noted through a periodic article review. A study was conducted in 103 pt's with first (76%) and recurrent (24%) femoral puncture access sites to assess vascular complications with the use of the starclose device after percutaneous coronary interventions. Reportedly, there were 9 pt's who required additional manual compression applied for more than 3 minutes after clip deployment to achieve hemostasis. Additionally, there were 10 cases of recurrent wound bleeding requiring manual compression in the wards. No additional info was available.

Manufacturer narrative:
This report involves a study noted in an article. No devices were available for analysis. The part and lot number were not identified; therefore, a device history record review could not be performed. Attachment: lik-wui tay, edgar, co, melissa, et al. "Clinical experience of starclose vascular closure device in patient's with first and recurrent femoral punctures." J interven cardiol 2008; 21:67-73.